Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-17. Investigation summary: bd received 375 samples for investigation. 30 samples were evaluated by functional testing for proper activation and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions (CAPA) 1465371. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was needle and holder separate/spin out. This event occurred 4 times. The following information was provided by the initial reporter. The nurse states: "within the last 2 days I have come across 4 venipuncture needles that have had loose needle guards. Therefore after doing bloods, I have tried to cover the needle with the needle guards and as I have pushed my thumb against the guards to cover the used needle, they have completely come off, meaning the risk of a needle stick is increased. There were no injuries reported.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was needle and holder separate/spin out. This event occurred 4 times. The following information was provided by the initial reporter. The nurse states: "within the last 2 days I have come across 4 venipuncture needles that have had loose needle guards. Therefore after doing bloods, I have tried to cover the needle with the needle guards and as I have pushed my thumb against the guards to cover the used needle, they have completely come off, meaning the risk of a needle stick is increased. There were no injuries reported."